Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies found however, blood was noted, during visual inspection, in the helix mechanism. No anomalies found however, on visual inspection, there was proximal conductor distortion and blood in the helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies found however, blood was noted, during visual inspection, in the helix mechanism. No anomalies found however, on visual inspection, there was proximal conductor distortion and blood in the helix mechanism.

Event description:
It was reported during the implant procedure that neither lead was used as the helix was blocked/unable to advance or retract. It appeared to take to many turns to deploy the helix. Neither lead was used and no patient complications were reported due to this event.